Event description:
Company received a report where it was stated that the cuff leaking during pretesting efforts. Report stated the sample was pulled from the shelf and tested confirming no patient involvement.

Manufacturer narrative:
New information provided on 03/26/2013 confirmed that the sample will be returned for analysis. However, previous investigations for issues related to cuff inflation/deflation issues have been performed and investigation efforts have been addressed in corrective and preventative actions. If new and/or significant information is obtained from the sample analysis a supplemental report will be provided. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.